Manufacturer narrative:
Product analysis: the complaint was confirmed. The programmer display was blank white. The connection was re-seated and a bracket was added. The stylus was found to be non-functional, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.